Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with results obtained of 197, 220, 242, 199 and 173 mg/dl. The customer¿s expected am fasting blood glucose test result is 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 05/21/2025 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 197 mg/dl date: 12-20 time: 09:50 am fasting . Result 2: 220 mg/dl date: 12-20 time: 09:49 am fasting. Result 3: 242 mg/dl date: 12-20 time: 09:41 am fasting. Result 4: 199 mg/dl date: 12-19 time: 06:52 am fasting. Result 5: 173 mg/dl date: 12-18 time: 07:42 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: (B)(6): user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 26-dec-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Customer also reported medical attention not related to diabetes, stating he had gone to the ER on sunday, (B)(6) 2023 due to dizziness; at the ER he was told it was not due to diabetes and that it was vertigo. Customer's blood glucose test result at the ER was 248 mg/dl.

Manufacturer narrative:
Sections with additional information as of 04-mar-2024: h10: meter and tests strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-020: user's test strip had poor storage.